Event description:
It was reported that the irrigation handpiece was discovered with a broken tip during preparation for use. There were no adverse consequences and no medical intervention required. A back-up device was retrieved without surgical delay.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.